Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03/27/2020.

Event description:
The customer reported respiration and inspiration is not functioning. The service technician was not ale to confirm the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician indicated the issue was resolved by completing est (extended self-test) and sst (short self-test). The device successfully passed performance specification testing after the repair was completed.